Event description:
It was reported that almost two years post stent implant with two promus stents in an unspecified vessel, the patient potentially had a myocardial infarction. The patient had recurrent ischemic symptoms and changes in the electrocardiogram. Angiography and cardiac enzymes were performed; however, the results of these diagnostic tests were not provided. There was no additional information provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, ischemia, and myocardial infarction are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. The stent remains in the patient. Investigation is not complete. A follow-up report will be submitted with all relevant information.